Event description:
It was reported that the patient with this subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock due to over-sensed mechanical noise and was hospitalized. The shock resulted in the patient experiencing a burning sensation. Technical services was contacted and recommended thorough isometrics to assess the system integrity. The mechanical noise was reproducible with movement which the physician hypothesized was the result of an electrode fracture. The physician subsequently elected to surgically explant and replace the s-ICD system to resolve the event and no additional adverse patient effects were reported. The s-ICD system is expected to be returned for analysis, but has not yet been received.